Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer administered a mealtime bolus but did not calculate the appropriate amount of carbohydrates in the bolus menu for the food consumed. The customer's blood glucose (bg) level subsequently increased to "high"; although specific value was not provided. Customer changed the cartridge to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.